Event description:
It was reported that during a lap cholecystectomy, the device closed on the cystic duct and would not open. The device had to be transected off the duct with another device. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.